Event description:
Posterior spinal fusion surgery was being performed at l5-s1 disc space. Surgeon was using a paddle shaver to prepare vertebral endplates for implantation. The paddle shaver became embedded in the endplate and could not be extracted. While attempting removal, the paddle shaver broke. In order to remove the shaver blade, the surgeon also removed a portion of the vertebral body. The amount of vertebral body removal has not been confirmed. The patient reportedly tolerated the procedure without complications.

Manufacturer narrative:
Shaver blade area bent and broken consistent with applied load exceeding instrument capability. Instructions for use include "do not use these instruments for any action for which it was not intended such as hammering, prying or lifting." And "... And that the force applied to the instrumentation is not excessive, to prevent potential injury to the patient."